Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found one external insulation abrasion breaching the outer insulation at 7.1 cm from the connector pin, consistent with procedural damage. This exposed the outer coil consistent with friction to another device or feature of parent¿s anatomy. No other anomalies were noted with the exception of procedural damage.